Manufacturer narrative:
No information has been provided to date. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Product sample was received, but not yet evaluated. No visual and functional testing has been performed. The reported issue could not be confirmed as the product sample has not yet been evaluated.

Event description:
It was reported that the force bridge sensor test was intermittent. No patient injury was reported.

Manufacturer narrative:
H4: device manufacture date: 27-jan-2011

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated.h4: device manufacture date: updated.h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that the tamper seal was intact, however there was a crack on the right plunger case. There was evidence of the reported problem (error) being recorded in event history log. The reported problem was not duplicated. It was found that the force sensor and plunger cable no longer operate properly as a result of normal wear, causing intermittent force sensor issues. For corrective action it was recommended that the force sensor and plunger cable both be replaced. The root caused of the reported problem was traced to the parts being worn over time.a manufacturing DHR (device history record) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records, corrected data: correction: d4: model number: 3500; h4: mfg. Date. 27-jan-2011.